Event description:
The patient called indicated they were hearing an alert. The alert was triggered due to low impedance atrial impedance {alert was indicated to have triggered on (B)(6) 2021). Atrial threshold and sensing had changes in early (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).